Event description:
It was reported that a high drain 107 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) reviewed the therapy log. The initial drain volume (dv) equaled 1ml, the last fill volume (lfv) equaled 16ml, the total fv equaled 11281ml, the total dv equaled 12528ml, the total ultra filtration (uf) equaled 1246ml, there were no bypasses, and there were no manual drains. The tsr reviewed the programming. The total volume equaled 12000ml, the fv equaled 1400ml, the last fill volume (lfv) equaled 0ml, and the initial drain alarm equaled 0ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). This event occurred with an adult patient. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1994. The device was returned to baxter and an evaluation was completed. A review of the event log was unable to identify the reported issue. The device and service history records were reviewed with no failures or problems noted that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported iipv event. The device was determined to meet functional and electrical performance specification requirements. A visual inspection was performed with no issues noted. Upon conclusion of the investigation, the reported high drain alarm could not be identified and no issues were noted during the device evaluation that could have cause or contributed to the alarm. Should additional relevant information become available, a supplemental report will be submitted.